Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all keypad buttons were unresponsive. It was noted that the pump was exposed to moisture prior to the button response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/31/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2014 with the following findings: during testing, all keypad buttons were found to be unresponsive. A leak test was performed and a display lens leak was found. The keypad cover was removed and no defects were found. The pump case was removed and moisture corrosion was observed on the keypad flex connector as well as other internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.